Manufacturer narrative:
A nihon kohden installer sent an email to another nihon kohden employee regarding a report that the customer's central nurse's station (cns) devices in their war room were spontaneously changing bed names and had to be changed back manually. This was happening once or twice a week. It was unknown whether they were in use on patients, but no patient harm was reported. It is also not known if this was before a "go live." Attempts to obtain additional information on this event and the device models affected have not been successful. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A nihon kohden installer sent an email to another nihon kohden employee regarding a report that the customer's central nurse's station (cns) devices in their war room were spontaneously changing bed names and had to be changed back manually.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that the cns' in their war room kept changing group names and the customer would have to manually go back in and change the names back. The issue would happen 1-2 times a week. One of the cns affected was their pu-621ra, (B)(4). Service requested: troubleshooting. Service performed: troubleshooting technical support informed the customer that they needed to go to the lowest ip windows based device and change the group names, then exit the cns application and do a full shutdown from windows. The customer should then confirm the group names on the other devices and perform a full shutdown. Per the customer, the issue was believed to have been resolved through the steps listed by technical support. Investigation result(s): the root cause of the issue was user error/user education as the customer did not have their lowest ip windows based device properly configured. The lowest ip windows based device affects changes to devices on the network and for group names to remain unchanged on other devices, configurations must be made on the lowest ip windows based device. This was not an nk device/software malfunction. The device serial number history for the pu-621ra (B)(4) shows that there have been no further/previously reported issues nor servicing for group names changing. The issue is the result of user error and the issue is resolved through manually changing all the devices to reflect the correct settings or changing the settings to those desired on the lowest ip device so that default settings are not pushed to the network. There is no suspected adverse trend and there is no indication of design deficiency. Investigation by qa has been completed as the root cause of the issue has been identified and the issue was resolved through configuring the settings on the lowest ip, windows based device to reflect those desired. Corrected information: b3. Date of event: aware date documented in b3 on MDR initial. Should be event date. G4. Date received by manufacturer: should be 05/11/2018 not 06/08/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Serial #. E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F9. Approximate age of device. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . Correction . H4. Device manufacture date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
A nihon kohden installer sent an email to another nihon kohden employee regarding a report that the customer's central nurse's station (cns) devices in their war room were spontaneously changing bed names and had to be changed back manually.